Manufacturer narrative:
(B)(4). Won't close. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the compliant device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the jaws of the forceps would open,but would not close completely. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.